Event description:
It was reported that pump screen was dark and would not turn on, and caller also reported that t:slim x2 pump battery would not charge despite using different power outlets and wall adapters. There was no adverse impact to the customer's blood glucose level. Cts guided caller through troubleshooting steps, arranged shipment of replacement charging cable and wall adapter, and advised customer to rely on multiple daily injections if pump battery depleted before replacement supplies arrived; cts attempted follow-up after delivery, reached voicemail, sent follow-up email, and then closed case.